Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints in the lot number. Additional information was requested on 02/09/2011, 02/28/2011, and 03/04/2011 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a patient with a refractive surprise following intraocular lens (iol) implant surgery. The surgeon also indicated that the astigmatism outcome is "great". It was also reported that the patient wore gas permeable contact lenses for 20 years. Topography and k measurements were performed ten weeks after contact lens discontinuation. Additional information has been requested.